Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were

Event description:
It was reported that during a laparoscopic colon procedure, the product would not open right out of the box. There were no patient consequences. Case completed with another device of the same product code.